Event description:
Per the clinical trial report, 8 months after the implantation of a 26mm sapien xt valve the patient was re-admitted to the hospital with chest pain and shortness of breath. He underwent diuresis. Echocardiogram revealed increased gradient and decreased aortic valve area. Surgical options for recalcification of the valve were considered, though it was concluded that there may be a thrombus on the valve. The patient was transitioned to coumadin and will be re-evaluated in 3 months.

Event description:
Initially, the patient received a 23mm mosaic valve in 2008. In 2013, the mosaic valve demonstrated signs of stenosis and 23mm sapien xt valve was implanted; 8 months post implantation of the 23mm sapien xt, the patient was re-admitted to the hospital with chest pain and shortness of breath. Echocardiogram revealed increased gradient and decreased aortic valve area. The mean transvalvular gradient was elevated post procedure (40 mmhg), but now was even higher (67 mmhg). It is possible that this is due to pannus/thrombus; however, there is also the possibility that in the context of the patient¿s history (cad, 4v CABG) these symptoms are stemming from cad. Surgical options for re-calcification of the valve were considered, though it was concluded that there may be a thrombus on the valve. The patient was transitioned to coumadin and will be re-evaluated in 3 months.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis valvular thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the valve stenosis 8 months post tavr is unknown; however, per report it is likely due to a thrombus on the valve. The patient was placed on coumadin and remained in observation with no indication of any further actions taken. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. According to the mayo clinic, some causes for thromboembolism include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. It is possible that the patient¿s multiple co-morbidities (htn, heart failure, cad, stenosis) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.